Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged/¿curled¿ stylet was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph which depicted one 3ct tls stylet. The depicted region included the distal tip, polyimide region and the polyimide transition. Curved shape memory and multiple kinks were observed throughout the polyimide region. The stylet appeared to be intact. The permanent deformation of the depicted stylet was consistent with sharp bending or kinking, as indicated in the event description; however, inspection of the photograph was insufficient to identify the cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include insertion of the stylet past the catheter tip during insertion and attempted insertion against resistance. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported followed steps of observational insertion guidelines , with the exception of one off label use. During a difficult exchange attempt the guidewire was passed through the valve and inserted along side the stylet to stiffen the PICC. This is not recommended according to the IFU. The inserter suggested it can sometimes be helpful to aid insertion when having difficulty. Spoke with inserter post insertion and aware this is off label practice and not recommended, potentially could cause damage to the stylet and the valve.